Event description:
It was reported peri-implantitis with pain, swelling and inflammation. Patient came with pain and swelling on 06 dec 2022. Doctor performed opg, diagnosis was bone loss and peri-implantitis. Both implants could not be preserved. Doctor also performed removal of implants under local anesthesia, by cleaning the inflammation and bone regeneration with cerasol, membrane, suture. Patient has been rescheduled for dvt, eventually new bone block and new implantation.

Manufacturer narrative:
Zimvie complaint number (B)(4). Weight unknown / not provided. UDI not available. PMA/510(k) number: k113753 and k112160. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.